Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 410 mg/dl bg at time of incident and 400 mg/dl. Customer expressed symptoms they have may be indicative of the possible onset of diabetic ketoacidosis. Customer stated that she had received insulin flow blocked alarms all day, and tried changing the reservoir 3 times, changed the set twice and had high blood glucose. The insulin pump will not be returned for analysis.